Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 08/24/2015 with the following findings: the complaint could not be investigated due to a moisture issue. The keypad was found to be intact; no peeling or lifting was observed. There was no evidence of keypad contamination found under the key contacts. Moisture was observed on the pump's internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.